Event description:
The customer reported that the surgeon received a shock and the patient received three pin hole burn marks on the upper thigh during the procedure. The patient burns were noted to be superficial.

Manufacturer narrative:
(B)(4). Visual examination of the incident pencil found teeth like marks and scratches on the outer insulation of the cord. The cord failed hipot testing. The marks on the cord are the result of the cord being clamped. Evaluation of the concomitant e7507 grounding pad and forcefxc generator did not identify any conditions that would have caused or contributed to the reported event.